Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is wear-and-tear-related degradation of the jaw mechanism due to repeated use in the field. The manufacturing date is november 2021.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/28/2025, it was reported by a sales representative via (B)(4) that an ar-13999mf fastpass scorpion jaws did not close all the way any longer as it was getting stuck and did not clamp down. This was discovered during the case with no patient harm.